Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure using carto3 and navistar catheter, spontaneous pacing spike was observed during ablation, although stimulator was not pacing. The system was sent for servicing and it was found that it had a defective ECG cards. ECG cards were replaced and all tests were performed by the manufacturer. System was investigated by r&d and it failed at m4, m3-m4, 20-pole b16 and 20-pole b15-b16 observed strong spikes during the ablation. Stimulating router optic-switches in channels m4 and 20-pol b16 failed causing the reported problem. The failed ECG cards were scrapped. DHR review was performed and there were not any discrepancies noted. The system met all specifications upon its release. Corrective action was opened to address this issue.

Event description:
During an a-fib procedure using carto3 and navistar catheter, spontaneous pacing spike was observed during ablation, although stimulator is not pacing. Short episode of pacs was seen after the pacing spike, rhythm changed from at to a-fib after the pac-s, showing that the spike triggered the a-fib. The procedure was completed successfully with an alternative catheter.

Manufacturer narrative:
A 3500a supplemental will be submitted to the FDA as required if any additional information is provided.model # fg-5400-00m, serial # (B)(4).(B)(4).